Event description:
This event was reported as regurgitation, grade 2-3 by echo. Surgeon comment: "posterior leaflet side very hard with calcification, it may have influenced implant but the problem may have been in the valve itself". No further info was provided.